Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer stated that no repairs were necessary. No error logs would recorded during the time period when the malfunction was said to have occurred. If any pertinent information is provided in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) unit switched to standby mode and treatment stopped even though no operation was performed during treatment. Since the treatment was nearing completion, the device was not replaced and treatment was restarted, and treatment is continuing without recurrence.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.